Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable investigation finding of clip stuck into bushing. Block h11: investigation results: the returned resolution 360 ultra clip device was analyzed, and a visual evaluation noted that the device returned with the clip assembly stuck into the bushing and the clip assembly bottom part deformed. No other issues with the device were noted. Based on the condition and evaluation of the returned device, the clip assembly was stuck into the bushing, and the clip assembly bottom part deformed. Event occurred during the preparation, and the device had no influence on the event. This conclusion is acceptable because, after product analysis, it was found that the clip had evidence of soft deployment, as the clip was detached from the bushing but still attached to the control wire. This might occur due to operational factors during manipulation in the preparation of the device, such as detachment of the capsule due to hitting a surface. However, these is only hypotheses. After the soft deployment occurs, it could happen that upon reopening the clip, the capsule gets detached, and when the physician tries to close it again, a misalignment of the capsule bushing can cause it to get stuck into the bushing during retraction, consequently deforming the capsule. The product analysis of the returned device and product record review did not identify any evidence of either the alleged issue(s) or any defect on the device. Also, the evidence from the product record review did not identify a potential product quality issue or new patient harm. The investigation findings and all information available do not lead to a clear conclusion about the cause of the reported adverse event. Therefore, the most probable root cause is adverse event related to procedure. A labeling review was performed as per instructions for use (IFU) and it was found evidence to suggest that the device was used in a manner inconsistent with the labelled indications. As per IFU states: do not attempt to reopen the clip once the initial tactile resistance point has been passed and/or the first click has been heard or felt. Reopening the clip may result in the clip separating from the catheter and potentially kinking or damaging the device. After the first tactile resistance point is passed and/or click is observed, however, the physician did not follow the step cited in the IFU. In addition, there is no evidence that there is any issue with translation, wording, or graphics of the IFU/labeling information.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used for polyps in the colon during a colonoscopy procedure performed on (B)(6) 2024. During preparation, the tip of the clip was bent. The procedure was completed with another resolution 360 ultra clip device. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation findings of clip assembly stuck into the bushing. Please see block h11 for full investigation details.